Event description:
It was reported that during a non-tortuous, heavily calcified, de novo, proximal, left anterior descending artery stenting procedure, during pre-dilation, a trek rx 3.0 x 15 balloon delivery catheter (bdc) was advanced and inflated to 8 atmospheres (atms). The trek rx 3.0 x 15 mm bdc was removed without resistance. An intravascular ultrasound was done and the trek rx 3.0 x 15 mm bdc was re-inserted without resistance. The trek rx 3.0 x 15 mm balloon was inflated to 10 atms and with the second inflation at 12 atms the balloon ruptured. There was resistance during removal with the non-abbott guide wire, but the trek rx 3.0 x 15 mm bdc was able to be removed as a single unit. A non-abbott balloon and the same non-abbott guide wire were used to pre-dilate the lesion and a xience v stent was implanted successfully. A nc voyager balloon was used to post dilate the xience v stent to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, runthrough ns, guide cath: launcher. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. However, the difficulty to remove could not be confirmed. Based on scanning electron microscopy results and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.